Event description:
Pt was anesthestized without difficulty, and prepped and draped for laparscopic cholecystectomy. Abdomen insufflated with co2 to normal distension. Umbilical port inserted and abdomen examined with normal findings. Upper midline port inserted in usual location, and brisk bleeding noted just above pyloric vein. This was tamponaded with pressure using surgical gauze. No further bleeding noted. Within one or two minutes, blood pressure dropped to 40mm hg. Whole blood immediately started with pressure. Central venous line placed in left femoral vein, pressure continued to drop. Cardiac arrest occurred. The heart failed to start and abdomen was entered via upper midline incision (ports had been removed for shocking). When surgeon entered abdomen, considerable blood clots were noted in right and left gutters. Aorta was mobilized and stellate 0.5 cm puncture wound was found at level of upper pylorus. Pt pronounced, procedure terminated, and family notified by physicians.